Event description:
On (B)(6) 2026, while the nurse in charge was administering an IV infusion and replacing the infusion t-connector, she noticed a leak and immediately replaced it; this incident disrupted the procedure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.